Event description:
A user facility reported to olympus that the endoeye flex deflectable videoscope exhibited no image when connected to an otv-s300 system. The event occurred during preparation for use, prior to a thoracoscopic lobectomy procedure. It was reported that the procedure was completed using a similar device. The customer reported that the scope was sent to olympus for the repair regarding the same issue on (B)(6) 2022, patient identifier (B)(6) and during investigation the reported issue was unable to be reproduce; therefore, the device was sent back to the customer without repaired. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. It was reported that, after obtaining the defect information, the requester visited the facility and confirmed the defect, and the phenomenon was confirmed. When the ltf-s190-10 was connected to another otv-s300, the problem was confirmed and scope image did not display, but when the customer requesting the form held hand over the tip of the scope, it was confirmed that the hand was slightly blurred. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause could not be identified. However, it is probable that the ccd (charge-coupled device) was broken. The cause of breakage may be external stress such as bumping the distal end section. Olympus will continue to monitor field performance for this device.